Event description:
Information was received from multiple sources (healthcare provider, manufacturer representative, foreign) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the event occurred during device follow-up. Two implanted pumps showed in the reports of a model 8840 programmer non-credible elective replacement indicator (eri) information. In one case (pump serial number not specified) the healthcare provider could change the implant date. No changes in the flow had been taken. Factors that may have led or contributed to the issue was unknown. Troubleshooting performed included telemetry via a model 8840 clinician programmer. Regarding the clinician programmer, the software version used at the time of the event was unknown. Actions taken to resolve the issue included interrogating the pump again. It was unknown if the issue was resolved as of (B)(6) 2021. The device remained implanted and in-service. No surgical intervention occurred or was planned. The healthcare provider was to extract the reports again at the next refill. They were to also perform telemetry with the clinician programmer tablet to verify if the non-credible information would occur again. The healthcare provider was to send the company representative protocols. The patient was without injury regarding their status as of (B)(6) 2021. The patient¿s gender, medical history, age, and weight at the time of the event was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5, section d: updated to reflect the information, including device information received on 2022-jan-21 and 2022-jan-29. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2022-jan-21 and on 2022-jan-25. It was reported that no parameters were changed for either pump before the eri date change was observed. Both instances occurred during normal refills. The eri changed from 51 months to 42 months in the span of time between september 2021 and december 2021. No further diagnostics or troubleshooting was performed. The cause was reportedly determined, but information related to the cause was unknown. The pump was replaced as a result of the eri issue. It was later reported that the pump were still implanted and would not be returned. The issue was considered resolved.